Event description:
The device was inserted by ipsilateral anterograde approach from right femoral artery for ppi. The physician advanced a device (crosser/bird) through the complaint sheath, but delivery of crosser was difficult because the hemostatic valve of it was stiff. In addition, when crosser was removed, the blood leaked from the hemostatic valve. The physician gave up using the complaint device. The physician used different device (6fr sheath/medikit) alternatively, and completed the procedure with no problem. No adverse effect to the pt.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.